Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is likely that peeling of the glue on the distal end occurred due to some external force applied. As stated on the IFU (instruction for use) the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found cut on the ¿a-rubber¿ and observed to be leaking. The elevator channel plug was noted to be loose, leaking. The c-body forceps cover glue was found peeling, fluid invasion was observed. And the s-cover was missing. In addition, the switch # 1 was found intermittent. Based on evaluation findings, the reported issue was confirmed. Leaks were observed on the unit. Failure found could be due to maintenance and or handling issue. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that the device failed leak test, bubbles at distal tip was observed. The issue occurred during reprocessing. There was no patient involvement on this event reported. No user injury reported.